Event description:
Caller is with patient (pt) today in office and states the pt is having issues charging. The caller started by saying the issue appears to be with charging the pt's left side implantable neurostimulator (ins) where the pt will attempt to charge, it will briefly appear to connect and then a 'red light' shows on the wr--agent noted that the light should be orange and this discrepancy is likely related to color interpretation. The caller noted that the ins on the left side is depleted and the pt is not getting any therapy resulting in symptoms--the caller later in the call stated they were able to connect to the ins with the clinician tablet and it showed ins at 0% but did allow the caller to see the last charging session of the left side ins was 28 april to %37. The pt went on to note that she also has had issues charging her right side ins and that the ins will not charge--however the rep was able to confirm the ins on right side is at %25. The caller noted before calling tech services that she tried to charge the pt's left ins without the drape and encountered the same complaint the pt noted as far as seeing the 'red' light come on. While on the call, the caller was instructed to try to charge the left ins and see if the 'red' light comes on so the recharger app could be opened to see if there was a message to review--the caller began charging the ins with the charger in the shoulder drape and the ins was charging consistently without issue and without the 'red' light appearing. Agent reviewed that this may not be an issue with external components but rather use of the wr. The pt states they used to charge every couple days but that has changed since having this issue. Pt states issue with charging bout inss started 'weeks ago' and now she has to charge for 'hours'. The rep asked that the components for recharging be replaced, agent emailed repair.  Agent advised that rep discuss charging fundamentals with pt before they receive their new product tomorrow. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Product ID 37612 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6)2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative reported the cause of the recharging issues weren¿t determined. The patient was reeducated and also had the recharger replaced. At this time the recharging issues were resolved, and they were able to connect the recharger app to the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.